Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, the customer reported a high blood glucose (bg) level of high mg/dl. Customer administered a correction injection via mdi to address high bg. The customer reverted to an alternate method in insulin therapy.